Manufacturer narrative:
Investigation results: visual investigation: the pins (encircled) are present. The housing also shows no visible damage, the holes for the pivot jaw fixation seem to be in a proper condition (red arrows). The leaf spring which is mounted between the housing ant the pivot jaw is absent and not mentioned in the complaint description. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity x probability of occurrence) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results the problem ist most probably manufacturing related. This is an isolated case and we do not assume a systematic error. Based upon the investigations results there is CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with pl770su - caiman maryland non articulat.d5/360mm. According to the complaint description, that a branch of the jaw detached. It is not in patient body. It was removed and discarded. No surgery delay. There was no described patient harm. Additional information was not provided nor available / was not available. The malfunction is filed under aag reference (B)(4).